Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0pm65, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the physician changed the procedure to a lead revision because the patient had fallen and her therapy wasn&#38176;working anymore. The revision was completed without issue.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead.

Event description:
It was reported that a patient was having an implantable neurostimulator (ins) pocket revision the week following the report. The reason for the pocket revision was weight loss or weight gain and the pocket would be moved to the other side of the patient¿s body. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.